Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) determined that the tarpon amp board and signal conditioner (pn: 6707139) at the fs position was defective. The fse replaced the board at the identified position to resolve the issue. The fse verified that the system performed according to specifications after service. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier: (B)(4).

Event description:
The customer reported abnormal histograms on the fc500 flow cytometer. The field service engineer (fse) found there was a tarpon amp board error at forward scatter (fs). The event occurred during start the flow check (quality control) run. There was no report of erroneous patient results associated with the event. There was no reported death, injury, or change to patient treatment.